Manufacturer narrative:
(B)(4). G2: japan. H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the needle of the device was fractured. No patient impact. No further information known at this time.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified the needle is fractured and is detached from the device with the suture and anchors still in needle. The device has not been cycled. The patient labels returned match the reported part and lot number however the carton returned does not. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.